Event description:
It was reported that the patients ipg was difficult to charge and was having communication issues with the remote control (rc). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was discarded by the medical facility.